Event description:
It was reported that review of a merlin.net transmission, revealed the right ventricular lead exhibited noise reversion and oversensing of noise causing inhibition .the patient had been swimming in a lake near a dock that had some electrical wires the day the episodes were recorded. On (B)(6) 2017 the patient presented to the clinic and the noise could not be reproduced with isometrics. The device was reprogrammed to resolve the issue. The patient was stable.